Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an audible alarm error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals are intact, battery door is cracked, and some damage on the lower left front corner of the top case. The device?s event history log was reviewed for evidence of the reported event, revealed primary audible alarm bgnd. To conduct functional testing, occlusion test was performed and unable to duplicate the primary audible alarm bgnd during occlusion test. Audio test performed, at level 1 the reading is 13, level 2 is 26, level 3 is 51, level 4 is 108 and level 5 is 169. The audio test readings were within the required specifications. The device is operating as intended. Repair was not performed due to no problem being found with the device. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.